Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 302 mg/dl at the time of the event. The infusion set had been used for about 5-6 hours. Moreover, they replaced the infusion set, but insulin was not resumed as the patient took correction via multiple daily injection to lower down the blood glucose level. No further information available.